Event description:
It was reported that the device was making the machine flicker, lights flashing, making a loud noise. No patient injury reported. Delay greater than 30 minutes.

Manufacturer narrative:
There was no relationship between the complaint and the returned device. Visual inspection under magnification shows minimal electrode wear. There is discoloration present on the exposed shaft and scuff marks present on the spacer. The saline line has been cut prior to being received for evaluation. There were no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in saline solution using default and max settings and performed as intended. The suction line was tested and performed as intended. Due to the saline line being severed, a syringe was used to push saline through-out the wand and there were no obstructions with the saline line. At no time during activation did the controller exhibit an image distortion. The complaint could not be verified as the returned device performed as intended. The root cause could not be determined with confidence as it is possible that other electrical equipment caused interference if the equipment was positioned near the system. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.